Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. A standard test was performed as well as two separate tests consisting of cleaning, an autoclave cycle, and a (B)(4) cut test. The e5 error message was not duplicated. It was discovered during service that the motor device had a worn / damaged locking mechanism that was creating vibration.

Event description:
Report was rec'd from the USA stating that the device displayed an error message on the console during an unspecified surgery. Reportedly the drill continued to work fine. The procedure was completed successfully using the device. It is known that there were no injury or medical intervention was reported. There was no add'l info provided.